Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an lead integrity alert (lia) on the right ventricular (rv) lead after the patient received an inappropriate shock from an improperly grounded pool pump. It was also noted there was inhibition of pacing. Follow up concluded this was electromagnetic interference from an improperly grounded pool pump. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.